Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k)#: p100022/s014. The investigation into this event is still being carried out. A follow up report will be submitted with the investigation conclusions.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿'delivery system cannot be withdrawn." There was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the cfa over terumo's radifocus 0.035" wire guide. After stent deployment in the sfa, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. ((B)(4)). The second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide. Although the physician felt resistance both during advancement and removal of the delivery system, the stent was deployed in the target site and the procedure was finished successfully. ((B)(4)). The patient had a favourable outcome. Updated as below ((B)(6) 2018, (B)(6)) there was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the left cfa over terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. ((B)(4)). The second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the physician felt resistance during removal of the delivery system. However, the delivery system could be removed and the procedure was finished successfully. ((B)(4)). The patient had a favourable outcome.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031 . Information pertaining (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k)#: p100022/s014. Problem statement "there was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the left cfa over terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. ((B)(4)) the second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the physician felt resistance during removal of the delivery system. However, the delivery system could be removed and the procedure was finished successfully. ((B)(4)) the patient had a favourable outcome." Device evaluation the zisv6-35-125-6.0-40-ptx device involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. There are two devices and two complaint files related to this case. Refer to (B)(4) for details of the second device. From the sales representative's testimony, the device was used in an ipsilateral approach. It is unknown if the wire guide was damaged. The wire guide was used previously to advance a mustang balloon. The wire guide was wiped between uses. Resistance was not encountered when advancing the complaint device or wire guide to the target lesion, or when deploying the stent. The patient anatomy was not severely calcified or tortuous. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include congealed blood in the delivery system. This could cause the wire guide to bind inside the device lumen, which could cause or contribute to the inability to withdraw the device over the wire guide. However, as the device is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. There is no evidence to suggest that the customer did not follow the product packaging insert. Document review prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to update the investigation details. Initial MDR submitted based on the device malfunction precedence: ¿'delivery system cannot be withdrawn." There was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the cfa over terumo's radifocus 0.035" wire guide. After stent deployment in the sfa, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. (--> (B)(4).) The second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide. Although the physician felt resistance both during advancement and removal of the delivery system, the stent was deployed in the target site and the procedure was finished successfully. (--> (B)(4).) The patient had a favourable outcome. <updated as below ((B)(6) 2018, (B)(4))> there was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the left cfa over terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. (--> (B)(4)) the second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the physician felt resistance during removal of the delivery system. However, the delivery system could be removed and the procedure was finished successfully. (--> (B)(4)) the patient had a favourable outcome.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining (B)(4). Importer site establishment registration number: (B)(4). PMA/510(k)#: p100022/s014. Problem statement: "there was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the left cfa over terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. (--> (B)(4)) the second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the physician felt resistance during removal of the delivery system. However, the delivery system could be removed and the procedure was finished successfully. (--> (B)(4)) the patient had a favourable outcome." Device evaluation the zisv6-35-125-6.0-40-ptx device of lot number c1295863 involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. There are two devices and two complaint files related to this case. Refer to (B)(4) for details of the second device. From customer testimony, it is possible that the wire guide was not sufficiently flushed during the procedure. The device was used in an ipsilateral approach. It is unknown if the wire guide was damaged. The wire guide was used previously to advance a mustang balloon. The wire guide was wiped between uses. Resistance was not encountered when advancing the complaint device or wire guide to the target lesion, or when deploying the stent. The patient anatomy was not severely calcified or tortuous. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for this occurrence could include insufficient flushing of the wire guide. From customer testimony, it was stated that the physician and the sales representative felt it was possible the wire guide had dried prior to the attempted withdrawal, and that the device was not adequately flushed during the procedure. This could cause the wire guide to bind inside the device lumen, which could cause or contribute to the inability to withdraw the device over the wire guide. However, as the device is not available, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product packaging insert: ¿if hydrophilic guide wires are used, they must be kept fully activated.¿ document review prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity as per fqc. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with this lot number. Summary there is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. The risk was determined to be low (category iii). According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to update the investigation results initial MDR submitted based on the device malfunction precedence: ¿'delivery system cannot be withdrawn." There was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the cfa over terumo's radifocus 0.035" wire guide. After stent deployment in the sfa, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. (--> (B)(4).) The second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide. Although the physician felt resistance both during advancement and removal of the delivery system, the stent was deployed in the target site and the procedure was finished successfully. (--> (B)(4).) The patient had a favourable outcome. <updated as below ((B)(6) 2018)> there was no tortuosity or calcification observed in the patient. The device was used for pta to treat the stenosed lesion in the sfa. The first zilver ptx was advanced from the left cfa over terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the delivery system could not be removed since the wire guide got stuck inside. Therefore, the delivery system and wire guide were removed from the patient at the same time as a unit. (--> (B)(4)) the second zilver ptx was advanced over another new terumo's radifocus 0.035" wire guide without resistance. After stent deployment in the left sfa without resistance, the physician felt resistance during removal of the delivery system. However, the delivery system could be removed and the procedure was finished successfully. (--> (B)(4)) the patient had a favourable outcome.